Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged device stopped working & short of breath.. There was no report of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging patient was hospitalization for 10 days and difficulty breathing and sleep apnea. The medical intervention was not specified.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to CPAP device's sound abatement foam. The patient has alleged device stopped working, short of breath, patient was hospitalized for 10 days since he has difficulty breathing. He also has severe sleep apnea. The manufacturer received additional information about chest congestion with cough. The medical intervention was not specified. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The manufacturer visually inspected the device. The dust/ dirt contamination found on the bottom casing, on the blower box, and on the motor casing/ impellers was inconsistent with degraded sound abatement foam contamination. The presence of contamination throughout the airpath, suggests a source external to the device. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation found within the device. They confirmed the presence of contamination in the airpath. Sections d9, h2, h3 and h6 updated in this report.